Event description:
The advocate stated that the pt's glucose was tested using her breeze2 meter and the reading was 312 mg/dl. She retested her glucose using another meter and received a reading of 83 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.